Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. Two days ago, at 7:00 pm, the pt obtained the blood glucose reading of 123 mg/dl on the reported meter. The pt took no actions based on that reading. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Emergency services were contacted, and within 30 minutes, the paramedics tested the pt's blood glucose level to be 32 mg/dl. The pt was treated intravenously with fluids. Troubleshooting revealed the pt's testing technique was correct, and also that the pt's test strips were expired or stored improperly, which can cause inaccurate readings. The meter, test stirps and control solution were replaced. The pt used expired test strips to test her blood glucose levels. The pt's blood glucose level was tested by the paramedics to be 32 mg/dl and she received emergency treatment, after the pt obtained an elevated reading on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.